Manufacturer narrative:
Investigation: the device history record was reviewed for this lot. There were no issues noted that would have contributed to the elevated wbc count as experienced by the customer. Root cause: run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not presented in this procedure. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant changed in the reflectance value. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping from the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not presented in this procedure. There were no events(alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant changed in the reflectance value. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping from the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) count in a platelet collection. There was not a transfusion recipient or patient involved at the time of the rwbc testing, therefore no patient information is reasonably known at the time of this event. The disposable set is not available for return because it was discarded by the customer this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.